Event description:
Screwdriver tip broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: h3 (device evaluation status). The reported event could be confirmed since the instrument was returned and matches the alleged failure mode. The device inspection revealed the following, the visual inspection of the returned device indicates broken tip. The microscopic picture of the fracture surface looks rough and uneven, with clear shear lips and fibrous areas showing that the material bent and stretched before breaking. There is also a small corrosion spot visible on the broken surface, which may have contributed to weakening the material. Furthermore a hardness test was performed which revealed the observed hardness being within the specified limit. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on the investigation the root cause was attributed to user-related handling and normal wear. The device fractured due to torque applied beyond its rated capacity, potentially combined with off-axis loading, as indicated by the sudden breakage. Microscopic images revealed rust marks likely resulting from repeated reprocessing and cleaning cycles consistent with the device¿s reusable nature. If more information is provided, the case will be reassessed.

Event description:
Screwdriver tip broke.